Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited noise reversions. The noise could be reproduced with arm movements. The clinician planned to increase the sensitivity.